Event description:
It was reported to gems that during an exam the motor gear axis for the up and down motion of the image receptor broke. The image receptor fell a short distance to its end stop. There were no injuries. The system was repaired and returned to svc.